Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were observed on the right ventricular (rv) lead: high thresholds, unstable thresholds and intermittent loss of capture. The rv lead was reprogrammed and remains in use. A lead revision procedure has been scheduled. No patient complications have been reported as a result of this event.